Manufacturer narrative:
Root cause: user error. Per tandem's user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin.this can cause hypoglycemia (low bg). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 373 mg/dl. During troubleshooting, it was found that the customer disconnected at t:lock/luer lock, and the area was moist from insulin, tandem technical support assisted customer to disconnect site. The customer was instructed to consult with healthcare provider regarding bg level.